Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing confirmed the reported issue. It was found that incorrect pca software was installed instead of vip software. The vip software was installed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump failed to reset back to the factory setting. Original equipment manufacturer (OEM) repairs were previously performed but did not resolve the issue. The product fault was classified as an out of box failure. No patient injury or complications were reported in relation to this event.